Event description:
This is an event reported to baxter ag switzerland about a ruptured cryocyte bag, r4r9955, lot h05e18055, that was filled with 96 ml autologous cells and stored under liquid nitrogen since (B)(6) 2006. Four bags were collected, and taken out of the freezing machine for thawing prior to the transplantation, one of the frozen bags was already broken. The cells were stored for 27 months. Three instead of four bags were transplanted to the patient (ID, gender and age not specified), the burst bag was not used. The amount of remaining cells was cd 34 = 2x 10e6/kg and was considered as being sufficient for the patient. The result of the engraftment is presently unk, 12 days is the latency for having confirmation about a positive engraftment. The transplantation took place on (B)(6) 2009. The patient did not receive salvaged cells. The patient is well, no injury was reported until today. He had not to be recollected because of lack of cells. The broken bag was not thawed, it was already broken. One sample is available, and is being shipped back for evaluation. Additional information was received from the user report stating that the customer was able to use 6 of 7 bags.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that occurred during storage. The patient received the appropriate dose and there is no information of any patient adverse outcomes. The product in the broken bag was not infused so there is no risk regarding a break in sterility and a resulting infection due to the product being exposed to the outside atmosphere. As in all cases of cryocyte bag breakages, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. (B)(6) - medical director. Cryocyte bag breakage is currently being addressed through CAPA#: (B)(4).